Event description:
Ot was reported that during a coronary drug eluting stenting treratment procedure stent damage occurred. While advancing the taxus express2 2.5x12mm drug eluting stent in the right coronary artery (rca), the stent became caught in the guide catheter. The entire system was removed and the procedure was completed using another of the same device.